Event description:
It was reported that a detector docking station on the ysio system fell off the wall as the radiographer removed the detector from the docking station. The weight of the detector docking station is approximately 35 pounds. No injuries have been attributed to this issue. The reported event occurred in the (B)(6).

Manufacturer narrative:
The reported unit was checked by a siemens service engineer. The engineer found that the four m6 bolts that secure the docking station to the back plate came out of the wall. It is assumed that the event occurred due to an installation error. The system has been repaired and returned to the customer. (B)(6).